Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event history log did not verify the reported event. There were no keystrokes, device failure, malfunction, programming, use related, or iipv events that would indicate and/or contribute to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. Sample analysis did not verify or duplicate the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced hydrothorax. The patient was hospitalized for the event. Treatment was not reported. On the same day, pd therapy was withdrawn. On an unreported date, the patient was placed on hemodialysis. At the time of this report, the patient was recovering from the event. No additional information is available.